Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter and retained test strips has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A representative reported the following information: on (B)(6), 2014 a customer received readings from their adc blood glucose meter which were higher than readings received by healthcare providers. It was further reported the customer received a reading of 6.4 mmol/l (115 mg/dl), on their meter and experienced a loss of consciousness, a seizure and was vomiting. Paramedics were called and upon arrival at 4:45 am received a reading of 5.2 mmol/l (94 mg/dl). Customer was treated with "hypo gluco kit (orange injection) - glucostam", in addition to receiving "100% glucose injection" when a vein access was established. Customer was transported to a local healthcare facility where an adc reading of "7. Something" was received at 6:30 am, which was higher than a reading of "4. Something" received on a hospital meter using the same drop of blood. Customer was diagnosed with hypoglycemia. It is unknown if any additional treatment was provided at the hospital. There was no report of death or permanent injury associated with this event.